Event description:
It was reported that the adhesive was pulling/lifting the skin upon removal, skin-stripping was confirmed in elderly patients with thin fragile skin; no common comorbidities. Six lot numbers were involved: 201834, 201851, 201907, 201910, 201911, 201915. It is unknown which caused the skin stripped and how many patients were affected.